Manufacturer narrative:
Investigation initiated manufacturer's investigation review DHR inspect returned samples. Analysis and findings distribution history the complaint product was purchased from epc 04/16/2019 and used in cooper surgical work order (B)(4). Manufacturing record review DHR-2030 - 289994 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review incoming inspection for this product consists of a DHR review which, as noted above, was found not to exhibit any related non-conformities. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation: in total five (5) insorb staplers were returned, two were used and the remaining three were pouched and still sealed. Evaluation of the complaint product was performed, and no obvious damage was noted any returned stapler sample. Functional evaluation evaluation of the two used staplers were dry fired (depleted of staples) and noted that the handle on both staplers did not return to their rest state after handle / trigger activation. Thus, confirming the "jammed" event reported. The remaining three insorb staplers returned unopened functioned as intended throughout the functional firing of staples. Root cause definitive root cause is indeterminable; however, it may be a lack of lubricant being applied at the assembly process causing a potential binding of the trigger handle to the stapler body during full actuation. Correction and/or corrective action coopersurgical will notify the OEM of the finding and will continue to monitor this complaint condition for trends. No further training required at this time; complaint will be monitored for trending. Was the complaint confirmed? Yes.

Event description:
The insorb stapler device became jammed during two separate cases this fall 2020. Insorb 30 stapler 2030 (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Reference: (B)(4). Incident details surrounding event the insorb stapler device became jammed during two separate cases this fall 2020. Additional information. Three unopened insorb staplers of the same lot number unopened are left at the surgery center. I requested that they be returned to the company. I would appreciate that they be examined by the company. Please, in the evaluation check of the mechanical mechanism, check sterilization, check the actual staples including sterilization check of the individual staples, again these requests are directed towards the unopened devices. The two returned used devices please check the reason for failure of the mechanics. Insorb 30 stapler 2030 (B)(4).